Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Subsequently, the pump became unresponsive. There was no reported impact to the customer's blood glucose level. Multiple attempts have been made by tandem technical support to complete troubleshooting with the customer, however no response was received.